Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained about one eye being hazy after symphony intraocular lens cataract surgery. Patient had both eyes operated with symphony iol but only one is having symptoms. It was reported that retina specialist saw the patient there was no anatomy problems. A yag procedure was performed. Customer wants an iol exchange.